Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss was observed as a disengagement. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case it is likely an interaction with patient anatomy or calcification caused the anterior needle to deflect causing the observed damage in the anterior cuff. From this deflection only one tab was able to capture the needle tip while the other two were flattened by the needle due to the unexpected angle of attack. When the plunger was removed the one tab was not able to withstand the force applied and a disengagement occurred prolapsing the tab. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a minimally calcified right common femoral artery using a proglide device after a diagnostic left heart catheterization procedure with a 6fr sheath. Reportedly, a cuff miss occurred. A new perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.